Event description:
A malfunction was reported by the customer regarding their pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears.